Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient's atrial and right ventricular leads exhibited noise. The right ventricular lead was capped and replaced on (B)(6) 2019 whereas the atrial lead was unaddressed. The patient was stable during procedure related manufacturer reference number: 2017865-2019-11388.